Event description:
It was reported that during the implantation of an intraocular lens (iol) the patient moved causing the lens to become implanted more out of the incision than in the incision. The iol was removed with forceps and the incision was enlarged so that the iol could be replaced with the same type of lens. No patient injury was reported.

Manufacturer narrative:
Visual inspection of the returned sample revealed that the lens had one distorted haptic and appeared to have evidence of blood and opthalmic viscosurgical device (ovd). Further investigation was not performed,as the event was related to the patient moving during the surgery, and not related to product quality. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.